Event description:
The user facility reported that during a diagnostic colonoscopy, the image was lost when the user attempted to take pictures. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found that the image was lost for a few seconds. The phenomenon could only be recreated after three hours of operation. There was evidence of fluid invasion in the electrical connectors and corrosion was identified in the body control unit of the device. The intermittent image problem was isolated to the charge coupler device failure, which was damaged by fluid invasion. The cause of fluid invasion could not be conclusively determined due to the device passed the water leak test. This report is being submitted as an MDR in an abundance of caution.